Manufacturer narrative:
Patient information not provided by reporter. This report is for unknown screws/unknown lot number. UDI: unknown part number, unknown lot number, UDI is unavailable. Original surgery sometime in (B)(6) 2011 explanted sometime in the end of (B)(6) 2015. Unsure if it was (B)(6) 2015. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported by customer that broken screw after 9 months since initial procedure surgery(initial procedure was in (B)(6) 2011). Reoperation procedure was need to remove damaged screws. In beginning of (B)(6) 2015 patient reported pain and during x-rays physician indicated another broken of screws. Patient was reoperated in end of (B)(6) 2015. This complaint involves one part. This report is 1 of 1 for (B)(4).